Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the analyzer. Fse stated that the customer had identified leaking peristaltic pump tubing. The pump tubing was replaced by the customer to resolve the issue. Fse found no further leaking or ise issues. The beckman coulter internal identifier for this report is (B)(4).

Event description:
Customer reported erroneous sodium (na) and chloride (cl) results generated on the au480 clinical chemistry analyzer for one patient sample. The original results were questioned by the ordering physician and repeat testing was performed. The customer repeated the original sample on the au480 and obtained normal and expected results which were deemed correct. A corrected report was issued. There was no effect to patient treatment associated with this event. Quality control was within laboratory established ranges on the day of the event.